Manufacturer narrative:
(B)(4). This complaint was re-evaluated and it was determined to be a malfunction. The torsion spring was seated properly. It was noted that the handle did not fully return to the home position after clamping. The reported condition is confirmed. Corrective action (B)(4) has been implemented. The metal tab that sets the clearance between the frames was measured in all the sizes, 30v, 30, 45, 60, and 90. Results show that they are running on the low end to mid point on the specifications, with an occasional outlier on the low end. This condition can contribute to the hesitation of the handle but does not affect the functionality of the instrument.

Event description:
Instrument returned fully fired. No additional information available. Procedure: unk.